Event description:
It was reported that the patient had his artificial urinary sphincter removed due to unspecified reason. A new artificial urinary sphincter system consisting of a 4.5cm cuff, pump, and balloon was implanted.